Event description:
It was reported that the inflatable penile prosthesis was explanted due to fluid loss resulting from a break in the tubing which connects the pump to the cylinder. The pump was explanted and replaced as a result. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.